Manufacturer narrative:
A ge oec service representative investigated the issue and flashed the nodes and re-loaded the software and calibration files to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system had partial collimator close down on boot up. Error message displayed collimator calibration required.